Manufacturer narrative:
Concomitant products : 5076-45 lead, implanted (B)(6) 2011, 7070 lead, implanted (B)(6) 2011.

Event description:
It was reported that the left ventricular lead was implanted about four years, seven months after the use by date (ubd). The lead remains in use. No patient complications have been reported as a result of this event.